Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's therapy was turning off by itself. The patient stated that she had an issue with her implant cutt ing/shutting off on its own every 60 to 90 days. The patient mentioned that when she went to turn her implant back on with her patient programmer it would not sync or anything. The patient noted that this had happened to her like three times since she had her implant surgery in june and she had her implant turned back on now and she was able to get it to sync. The patient mentioned that she had been to the doctor's office to get her implant programmed twice, one was the initial programming at the surgery and the other was reprogramming done by the health care professional's (hcp) office in september. The patient reported that her hcp wanted her to call and report this and thought they would be getting in touch with a manufacturing representative to check the device to see what was maybe causing it. The patient noted that she usually left her implant turned on all the time because of her cerebral palsy and it helped her. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the battery shut off itself and patient's symptoms would return. Patient complained of feeling stimulation down their leg and through their back. Patient stated they initially felt stimulation in the bicycle seat area but recently that area shifted. It was noted patient had difficulties getting around on their own and had to shift themselves from their bed to wheelchair. Patient had their system explanted, but it was mentioned that before explant patient tried 7 programs to see if stimulation could be brought back to the bicycle seat area. No further complications were reported.